Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2014. The following day the patient resented to the emergency room (ER) "with sepsis". The patient was admitted into the ER and "did not respond well to antibiotics and went into liver failure". A hysterectomy was performed and revealed endometritis. The patient was discharged home on (B)(6) 2014.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacturer date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot numbers were not provided by the complainant. (B)(4).